Manufacturer narrative:
No physical damage to cartridge holder or inpen front and back shell was noted. Inpen paired to the commercial app with a small unit. Inpen received with leadscrew fully rewound of travel. Performed dust/debris investigation and found visible horizontal abrasions and sticky fluid on the outside of electronics housing were noted. This indicated debris was lodged between the dose knob and electronics housing causing the leadscrew anomaly. Unable to perform baseline/wireless functionality and displacement dose accuracy test. Inpen passed front cap investigation. In conclusion: deconstructive analysis demonstrated visible horizontal abrasions on the electronics housing were noted. This indicated debris was lodged between the knob and electronics housing causing the leadscrew to retract. This can affect insulin delivery. Therefore, the customer concern of leadscrew anomaly when dialing was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported plunger damage and leadscrew anomaly. The customer reported a blood glucose value of 300 mg/dl. The hyperglycemia was treated with a manual injection/insulin pen. The event involved product(s) mmt-105nngyna. Troubleshooting was performed for damage of the inpen. Troubleshooting was declined by the customer for hyperglycemia. No further patient complications were reported. Mmt-105nngyna was requested and the customer response was the device will be returned.